Event description:
It was reported that there was a patient alert due to a spike of high impedance of the right ventricular superior vena cava (svc) coil. The impedance returned to a normal range and the lead remains in use. The lead was later removed and replaced. It was also reported that the right atrial (ra) lead had a possible fracture and was damaged at explant. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads are in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the full (B)(4) lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that defibrillator conductor was fractured, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched. (B)(4) the full (B)(4) lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the proximal conductor was fractured, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor was fractured. The proximal conductor was fractured. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead developed a breach due to a depression while in vivo. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed. The outer insulation of the lead developed a cosmetic depression while in vivo. The inner insulation of the lead was distorted due to kinking/buckling. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.